Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's garments were tight and developed a skin irritation under the electrodes. The patient's irritation was described as red circular burns and pealed blisters. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest. The patient confirmed the skin irritation improved.